Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and agreed to dispatch a philips technical consultant (tc) onsite. The tc examined the device and found it had not yet been synced to the central station. The device was still in the factory default state, and it needed to be installed by the tc. It was the first time the customer had seen a device in this factory default state. Normally, the tc would have installed the device to the central station before being placed on a patient. However, the device came from bench repair, so the customer had to request for assistance. Once the device was assigned to a sector by the tc, the settings were uploaded, and the "no alarms" message went away. Based on the information available in the case and provided by the philips rse, the cause of the reported problem was not able to be established; however, it was confirmed to be related to a configuration issue. No further investigation or action is warranted at this time.

Event description:
It was reported there was no alarm displayed. The device was in use on patient at time of event, there was no adverse event reported.